Manufacturer narrative:
The device was received with the needle mechanism fully deployed. The download data shows that the device ran for 653 pulses and completed boluses with no timeouts or drive stalls. No damages or defects were found with the pod that would cause a needle mechanism failure. Inspection of the soft cannula did not find it bent, kinked, or damaged. The download data from the pod contained no timeouts, drive stalls, or hazard alarms, indicating that there was no struggle to deliver insulin. The investigation found no evidence of any damage or manufacturing deficiencies to the soft cannula that would result in fluid failing to flow through the complete fluid path. No problem was found.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure and bent cannula or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
A patient reports while wearing a pod between 4 and 24 hours, their blood glucose level had rose to 290 mg/dl. It was reported that the needle had not deployed as intended. Additionally, the cannula was found bent.